Manufacturer narrative:
Lawyer-filed report.

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced pain and recurrence. It was also reported that the plaintiff experienced total vaginal prolapse, enterocele and cystocele. Furthermore, it was reported that the plaintiff died. No cause of death was reported. Related to manufacturer report #: 2183959-2014-11949. Related to manufacturer report #: 2183959-2014-12020. Related to manufacturer report #: 2183959-2014-12025. Related to manufacturer report #: 2183959-2014-45771.